Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. Small traces of char and tissue material were observed on the jaws. The silicone coating on the cold jaw was observed to be peeled and detached from the base to the center, which left the metal part of the base of the cold jaw exposed. A microscopic inspection was conducted. The detached piece of silicon was returned and was observed to have dried blood in the grooves. The silicon was observed to be cracked at the tip of the cold jaw and remained attached at the tip. The heater wire was observed to be slightly bent at the center of the hot jaw. The wire remained attached at the tip and base of the jaw. Based on the return condition of the device, the reported failure mode "peeled jaw" was confirmed, as well as the analyzed failure mode , "bent wire."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone particle came off the tip of the jaws and had to be recovered from the patient. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone particle came off the tip of the jaws and had to be recovered from the patient.. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected date of 10/03/2017 to 10/11/2017.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone particle came off the tip of the jaws and had to be recovered from the patient. The hospital did not report any patient effects.